Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013 alleging that a bolus via the pump was programmed to be delivered from the meter remote; however, there is no record in the history of the pump that the bolus was given. The reported stated that meter remote did not emit an alarm and that there are 50 carbohydrates shown in the logbook in the meter remote. The reporter verified that the meter remote and the pump were successfully paired. During troubleshooting with animas customer technical support, the reported stated that a 1.0 unit air bolus was successfully given and documented in the bolus history. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged bolusing issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this meter remote and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.